Event description:
A consumer reported glare while driving at night following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reports that the consumer is now happy with his vision and is functional.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot. Additional information was requested 11/20/2007 and 11/30/2007 by mail, fax and phone. A completed questionnaire was returned 12/05/2007.